Event description:
Subsequent to receipt of the user facility medwatch report, additional information was received. It was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a misfire [cuff miss/ suture retrieval issue] was noticed with five proglide devices. The sutures of two new proglide devices were successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Attachment user facility medwatch report # (B)(4). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
User facility medwatch report # (B)(4) received that states: describe the event or problem: five devices of same type and lot number misfired at point of use. What was the original intended procedure? : aortic aneurysm repair. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do; device was hard to use; device failed (e.g. Broke, couldn't get it to work or stopped working).